Event description:
It was reported that a physician's (B)(4) handheld device would not turn on. The handheld was plugged in overnight to charge and a soft and hard reset was performed; however, the handheld would still not turn on. A replacement handheld was sent to the physician and the (B)(4) in question has been returned to the MFR. Device eval is in process and has not been completed at this time.